Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture as this lead perforated the ventricle. This lead was successfully repositioned, however when connected to the device noise was present. The cause of the noise was attributed to a lead to header connection issue. The device was replaced and this lead remains in service. No additional adverse patient effects were reported.